Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the sleep/wake button on the ilet device was temporarily unresponsive when attempting to brighten the backlight. The user confirmed that the button began responding shortly thereafter. The agent advised the user to avoid placing the touchscreen against the stomach while wearing the device in the waistband, to check the firmware version, and to restart the device from the app or pump if the issue persisted. No adverse clinical event or interruption of insulin delivery was reported.